Event description:
It was reported that during a stenting treatment procedure, a stent dislodgment occurred. The procedure treated the 90% stenosed, severely calcified target lesion located in the distal left circumflex artery. Intravascular ultrasound was performed and a 3.5x32mm taxus element stent was advanced but could not cross the lesion. The guide catheter was then deeply seated to help the taxus element stent cross the lesion, but the physician noted that the stent then moved on the balloon. An attempt was made to withdraw the stent into the guide catheter but failed and next an attempt was made to remove all the devices as a single system, but only the stent delivery catheter was able to be removed and the stent dislodged near the puncture site due to a lifted stent strut on the distal portion of the stent. The sheath was removed from the patient and a "clamp" was used to remove the stent. The procedure was not completed at this time but an additional procedure is planned. No further patient complications occurred and the patient status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device is combination product. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is "user related" because the device was not used in accordance with the directions for use; "an unexpanded stent should not be subsequently moved in and out through the distal end of the guide catheter as stent or coating damage or stent dislodgment from the balloon may occur." (B)(4).